Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). Customer states that upon treatment, the temperature of the closurefast catheter was unable to heat up to 120 degrees. The device suddenly shut down after 30 seconds of usage. The physician restarted the device and the catheter is successfully heat up to 120 degrees and the procedure was finish without problem. The catheter removed successfully and found to have burn tissue on the tip of the catheter. The patient outcome is fine. No patient injury. The investigation of the returned closurefast catheter was performed on (B)(4), 2015, and found that the customer's report of "burn tissue on the tip of the catheter" has been confirmed. The coil assembly was inspected and observed fep (fluorinated ethylene propylene) deformation from approximately 4.5 cm to 6cm from the distal tip.